Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) and pt rep regarding an implantable neurostimulator (ins). The reason for call was pt mentioned that they were having pain and were unsuccessful at increasing their stimulation. Pt mentioned that they were successful at increasing it couple times in the past. One time, the stim was felt too high in their legs. During call, pt was unable to increase stim or feel therapy. Agent had pt unlock the controller but then pt saw no device found screen. Agent instructed pt to initiate recharge session and pt saw controller battery at 100% and implant battery was empty, per pt rep (wife) implant battery did not have an percentage next to it nor did it have a red color. Implant battery was recharging at excellent rate. During call, implant battery went up to 30% and then to 40%. Pt then saw poor recharge quality and agent instructed pt to readjust their recharger position. Agent then walked pt to increase their stimulation. Pt increased stimulation to 10.4 but they said it was too high and could feel the vibration. Agent explained to pt that it's best to find the stimulation number that would help them with their pain but does not make them feel uncomfortable. Pt stated they will adjust. Pt rep (wife) expressed dissatisfaction with the equipment and stated that for 80 years old the technology was too much. Pt rep stated that this implant was worst than the other one and they thought it would be easier to use. Pt and pt rep demonstrated that they were not taught how to use equipment. Pt rep stated that they have met with a rep in person before but that they were not taught how to use equipment. Agent tried to explain to pt how to recharge their implant and adjust stimulation. Pt did not seem to quite understand and pt rep mentioned that pt has dementia. Pt stated this issue has been on and off since they received their implant. Pt could not remember what their hcp name was. Agent advised pt to follow up with an in person visit with their hcp for one-on-one education. Agent emailed reps to contact client and go see pt at hcp appointment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient, it was reported that patient got a replacement battery. No problems for the most part, there were a few problems but it works now. Some parts of the patient's letter were hard to read or did not make sense. Additional information was received from the patient. Pt said they did not get effective pain relief with the current settings on their implant even when they turned it up all the way and felt the vibrations. Patient was advised to visit their healthcare provider, but patient got escalated and disconnected.